Manufacturer narrative:
.

Event description:
It was reported the physician received an error message for a communication error. A company representative was present for troubleshooting. The company representative replaced the serial cable and there were no further issues. The company representative requested and received a new serial cable to replace the serial cable she gave to the physician. The complaint serial cable was returned to the manufacturer. Product analysis was performed on the returned usb to db9 cable and the cause of the reported communication error was found to be associated with a disconnected wire connection. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.